Event description:
The customer reported that the speaker is malfunctioning. The device was not in use for monitoring at the time of the alleged malfunction. No death or patient/user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker is malfunctioning. No patient harm was reported.